Manufacturer narrative:
(B)(4). Batch # l53z8k. Device evaluation: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify the event. When the "drivers did not launch all of the staples and only half of the circle of staplers launched", where within the gap setting scale was the orange indicator prior to firing? The orange marker was just above the middle marker in the firing window. This was as the rectal tissue was slightly thicker than usual. What confirmation was received that the device was fully fired? Confirmation that the device was fully fired was in the form of feeling and hearing the ¿crunch¿ and intact doughnuts when the stapler was withdrawn were the staples deployed into the tissue? Staples were deployed into the tissue. Were the staples seen in the surgical field? Staples were not seen in the surgical field. The misfire was identified when a leak test was done and a large amount of air bubbled out of the posterior half of the anastomosis, where on further inspection the staples were found to be in the tissue of the anastomosis. One half of the staples (the anterior half) had closed correctly in a b shape, the posterior half had not closed at all, and had straight legs. Did the device cut? The device cut fully in the target tissue, with intact doughnuts if the device fully cut, were both donuts complete? Complete doughnuts were confirmed. How many counter-clockwise revolutions were used to open the device? Three quarters of a counter-clockwise rotation was done to open the stapler for removal (as per the instructions on the handle). How was it confirmed that the anvil was free from the tissue prior to removing? There was no confirmation that the anvil was free as the anvil is in the ileo-rectal anastomosis and thus cannot be visualized. You have stated that the patient consequence was a leak that occurred after the anastomosis. Did this leak occur in the procedure? How was the leak identified? How was the leak controlled? Or was the leak identified after the procedure had been completed? If yes, please provide the timeline associated with the leak and how the leak was controlled. The leak was identified intra-operatively and the anastomosis was immediately excised and a hand sewn anastomosis was done. What is the current patient status? The patient made an uneventful post-operative recovery and was discharged healthy.

Manufacturer narrative:
(B)(4). Batch # l4f05h. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. When the "drivers did not launch all of the staples and only half of the circle of staplers launched", where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the staples that did form (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? You have stated that the patient consequence was a leak that occurred after the anastomosis. Did this leak occur in the procedure? How was the leak identified? How was the leak controlled? Or was the leak identified after the procedure had been completed? If yes, please provide the timelline associated with the leak and how the leak was controlled. What is the current patient status?

Event description:
It was reported that during a hartman procedure, the drivers did not launch all the staples. Only half the circle of staplers launched. Subsequently a leak occurred after the anastomosis.